Event description:
Patient presented to the physician with wound dehiscence where the ipg and the lead wires eroded through the skin at the chest incision site. Physician brought the patient into the or and removed the entire inspire system.